Event description:
The pt reported that for the past 3 weeks, she has been experiencing elevated blood glucose readings with her most recent reading registering "hi" on her meter. She stated her blood glucose readings have been over 600 mg/dl for the last 2 days. She said her symptoms are tiredness and dry mouth, and she treats her readings by bolusing insulin through injection. During troubleshooting, the bolus history on her insulin infusion device was checked and showed the pt has not delivered a bolus in a week. She stated she uses injections for boluses more than her device, but there should be some bolus amounts listed. The pt stated she is not able to read the display screen due to the font size, and said this contributes to not programming the bolus amounts successfully. She stated she changes her infusion headset, tubing and insulin cartridge every 6-7 days. The pt was advised the tubing and cartridge should be changed every 6 days and the headset every 2-3 days. She stated she has a colostomy on her left side and uses her right side for her infusion site. Site mgmt was discussed with the pt. The pt stated she has been on hemodialysis for 1.5 yrs. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.